Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that plastic distal end cover burned was due to without securing enough distance from tip of the subject device, the user may have used a high energy endo therapy accessory, such as laser, high frequency. The event can be detected/prevented by following the instructions for use which state: user may be able to detect the suggested event by handling device in accordance with instructions for use ¿inspection of the endoscope¿. Instructions for use provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the bronchovideoscope exhibited burn on the plastic distal end cover. There were no reports of patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that the grip had a scratch. The forceps channel port had a dent. Due to the deformation of the scope connector cover, water tightness was lost. The distal end had foreign material. The circuit board unit in the scope connector, the micro connector unit in the scope connector, and the scope connector corroded due to water leakage. Due to a pinhole on the bending section cover or distal sheath, water tightness was lost. Due to a crack on the objective lens, a flare or ghost occurred. Due to burn on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value. Due to damage to the insertion tube rotation ring, the connecting tube did not rotate smoothly. The image guide protector had a scratch. The objective lens had a crack. The connecting tube has a dent. The universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.